Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 30057364m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: carto® 3: u.s. Catalog #: unknown, serial number: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for right sided atrial flutter with a navistar¿ ds electrophysiology catheter and suffered atrioventricular heart block requiring permanent pacemaker implantation. During the procedure, a complete heart block was noticed and was confirmed by carto 3 and electrophysiology recording systems. A permanent pacemaker was implanted. The patient was reported to be in stable condition after the procedure. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related.